Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated device and a suprarenal aortic extension. Upon follow-up computed tomography revealed a type iiib endoleak. On (B)(6) 2015 the patient was brought into hospital and a diagnostic angiogram was performed and a type iiib endoleak was confirmed. The physician re-lined the existing graft with a bifurcated and was a successful repair.